Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, it was noted that the device display incremented as though fluid was being delivered; however, no fluid was delivered. There were no reports of any adverse events while the device was in a clinical use. Though requested, no add'l info was provided.